Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. (B)(6).

Event description:
Information was received based on review of a journal article titled, polyethylene replacement by cementing a new component over the osseointegrated metal-back which aimed to perform a retrospective analysis on fifteen patients following total hip arthroplasty with a surgical indication of polyethylene wear using the arcom liners and poropalcar femoral components manufactured by biomet; and to evaluate the medium-term clinical and radiological results of a polyethylene liner cemented into an osseointegrated acetabular shell component following total hip arthroplasty. Three patients were identified in the article that underwent hip arthroplasties on unknown dates. Patient follow-up results provided indicate that the patients experienced a poor harris hip score of less than seventy post-operatively. There has been no further information provided and the patient outcome is unknown.